Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Complaint was reported via e-mail. Customer stated that only 4-5 of the syringes in the pack were "usable." Customer stated that the issue was the needles were not sharp enough and they bent when attempting to insert them into the insulin vial. Syringes lot number was not provided. No symptoms or medical attention associated with the use of the product was reported. Manufacturer attempted to follow-up with the customer via telephone in effort to assist with the concern; unable to contact customer at this time. No further information was able to be obtained.